Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the pt having monocular diplopia. Additional info was received in a follow up with the surgeon's technician, who reported the pt was experiencing monocular diplopia which was vertically displaced. The iol was exchanged for a different model lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other similar complaints reported in the lot number. Additional info was requested on 12/07/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).